Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for patient participating in the strive post market registry study. Six aspiration valves were implanted into the left upper lobe on (B)(6) 2025. The therapeutic procedure was completed without delay. The patient developed a pneumothorax following the placement of the valves which was noted on post op chest x ray the same day. Chest tube placement was performed to treat the pneumothorax. Event resolved without sequalae on (B)(6) 2025 and the patient was discharged home on the same day, and was reported to be doing well. The physician indicated that the event was related to the devices and procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.